Manufacturer narrative:
The initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that there is no allegation of a complaint against this device and there is no reported malfunction or adverse event caused or contributed to with this device. The device functioned as intended. Should further information become available this determination will be reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, age, dob & weight not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4) used for: the complaint indicated that the instrument broke intra-op requiring additional surgical intervention. An additional procedure was required. In addition, a sentinel event was identified for this device that has resulted in a serious injury or death in the past. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the screw of extraction rod is broken. The surgical delay reported was 60 minutes. The nail was successfully removed in a 2nd surgery on the (b))(6) with our pfna blade extractions set. The thread for removing the blade was damaged in the first operation by the surgeon. The implant was delivered to the patient. Complaint involves one part. This report is 1 of 1 for (B)(4).